Event description:
Results of "164 mg/dl" with a lifescan meter and "110 mg/dl" on a laboratory device was performed within 10 minutes of each other. Between the tests, there was no intervention that would be expected to change the blood glucose. The meter was replaced.